Event description:
(B)(4).

Manufacturer narrative:
The device was evaluated by resmed tech service. Eval confirmed that the device screen was flickering. The top case assembly of the device was replaced to address the issue. Resmed has investigated similar complaints and no devices with flickering screens have been confirmed as becoming inoperable. Resmed ref #: (B)(4).